Manufacturer narrative:
Concomitant products: 6947m55 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing on the atrial channel that appeared to look like 60 hertz type noise. Follow up with the company representative indicated no reprogramming was done. The device remains in use. No patient complications have been reported as a result of this event.